Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air in line alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; however, it was missing a sticker seal. There was no evidence of the error, or the reported problem recorded in event history log. The customer reported problem was not verified/duplicated. During the investigation, the device was found to be displaying an error code alarm message on power up when batteries were inserted. Therefore, the air detector check was unable to be performed. The cause of the reported problem was unknown, but it was recommended to have the air detector with the faulty microprocessor unit board replaced as corrective action/measure. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date of 2021-02 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information received on 17-aug-2022 via email and attached in complaint object: failure occurred during testing and not with a patient. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 05-dec-2016.